Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to treat a 99% stenosed lesion located in the severely calcified, moderately tortuous mid lad (left anterior descending) artery with a 2.50x32mm taxus liberte. The stent delivery system was unable to cross the lesion. Upon removal from the pt, it was noted a stent strut was "lifted up". The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "no problem".